Manufacturer narrative:
Customer's meter has been returned to the lab and an investigation has determined the complaint is not confirmed. Meter (B) (4) was returned and the reported reading was found in the meter's hyperterminal. All results were within the range specification and no errors were observed during control solution testing. Note: adc customer service discovered customer did not wash their hands prior to testing and excessively squeezed the test site which may cause imprecise readings.

Event description:
Customer's daughter reported customer received a reading of 110 mg/dl from their freestyle lite meter which was higher when compared to the hcp meter. Customer's daughter also reported customer experienced symptoms of lethargy, confusion, sluggish speech, sweatiness with a reading of 110 mg/dl. Paramedics were called and they obtained a reading of 36 mg/dl from their hcp meter and treated customer with intravenous glucose. There was no report of death or permanent impairment associated with this event.